Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur the complaint will be reported to the FDA.

Event description:
According to the reporter, several days after the fitting of the device, the patient suffered from giant urticaria. Sex: unknown, procedure: unknown. During a routine review of our complaints this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur the complaint will be reported to the FDA.